Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was placed but exhibited poor sensing and high threshold measurements. During an attempt to reposition the lead, the helix would not extend properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was observed to have been returned. Visual inspection of the lead noted the helix was extended and stretched which was thought to have been induced during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis was unable to confirm the reported clinical observations made against the lead in the field.